Event description:
A low acth result was obtained on one patient sample on an immulite 2000 xpi. The patient result was reported to the physician(s) who questioned the result. The test was not repeated due to its expense. There were no reports of patient intervention or adverse health consequences due to the low acth result.

Manufacturer narrative:
Siemens global product support (gps) contacted the customer. During troubleshooting, gps asked the customer to check the sample for air bubbles and advised them that a discordant result should be repeated to confirm results. The customer has refused to do this as it is too expensive. A new reagent kit was sent to the customer to re-test the discordant sample. The customer will not provide any additional information.